Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a bolus to address bg levels. Reportedly, a new cartridge was loaded to address the issue.